Event description:
Customer reportedly obtained results of lo, 275mg/dl , 267mg/dl, and 282mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.